Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted. It was noted at a device change out on (B)(6) 2011 that this lead is not attached to the heart muscle. It is dangling at the bottom of the atrium. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).